Manufacturer narrative:
Stryker service representative performed an initial evaluation of the customer's device and was able to verify that the device had logged an event code in the memory. The error code was cleared. Proper device operation was observed through functional and performance testing. The device was returned to the customer for use.

Event description:
The customer contacted stryker to report a non-critical issue with their device. Upon evaluation of the customer¿s device, stryker observed that the device had logged an event code in the memory which is indicative of a failure of the device to charge for defibrillation energy. As a result, defibrillation therapy may not be available, if it was needed. There was no patient involvement reported with the event.